Event description:
Customer's mother reported her son's insulin pump is alarming motor error. The error is recurring. Customer's blood glucose level is 167 mg/dl. The alarm occurred during bolus delivery. There were no significant events leading to the alarm. The device was not exposed to a strong magnetic field. The alarm was cleared. Customer does not use the sensor feature. He is able to rewind the device. Customer was advised that the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
The insulin pump passed basic occlusion test and displacement test. No motor error alarms were noted. However, unable to prime during prime test due to faulty force sensor. The motor was tested outside the device and passed. The insulin pump received with cracked case at display window corners, cracked battery tube threads, minor scratches on display window and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.